Event description:
On (B)(6) 2012, patient reported the down button on the infusion device does not function correctly. She discovered the issue when she attempted to bolus 3-4 days ago. She has used this infusion device for approximately 6 years and boluses 3-4 times per day. The down button does pop up after it is pressed. The infusion device does not produce an audible sound when the button is pressed. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.